Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated "initial lens 13.2 was oversized and the edges may have incised the capsule." Lens was removed and replaced with a shorter length lens within the same sitting. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6 - health effect clinical code: 4581 - capsular tear, should have been included. Claim#: (B)(4).